Event description:
It was reported that the label on the accu-chek test strips was incorrect and showed that the expiration date was 24-feb-2026. The correct expiration date of strip lot. 102702 is 24-feb-2023.